Event description:
Spontaneous. Inbound call from psr with pt (pt is IV treprostinil dose: 100ng/kg/min) spouse on line calling to report pump alarm, no-disposable sounding yesterday (B)(6) 2023 while using cassette (lot : 4372061-not included in current device correction). No tubing kinks present spouse switched pumps and cassettes and pump resumed with no other issues. Then this morning, pump (the back up pump the they had switched to yesterday) sounded with no-disposable alarm. No kinks in tubing identified by spouse. Spouse disconnected and reconnected cassette to pump, restarted pump, and pump has been dispensing normally since this morning. Spouse reported pump is due in (B)(6) 2023. Pharmacist obtained serial number: (B)(6) and reported that replacement cassettes and pump would be sent for next day. Pharmacist advised that pt call cvs specialty back is pump alarms again or any other issues with cassette spouse understood. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we replace the cassette? Yes; did the pt have add'l cassette they were able to switch to? Yes; was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver. Ref report: mw5119789.